Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored signal artifact monitor (sam) episodes which revealed a high out-of-range right atrial (ra) pacing impedance measurement of greater than 3,000 ohms. This resulted in the respiratory rate trend sensor being disabled. Additionally, there was an atrial intrinsic amplitude out of range and observations of non-physiologic and fine baseline noise. Technical services discussed the sam algorithm and recommended an in-clinic evaluation. At this time, the system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored signal artifact monitor (sam) episodes which revealed a high out-of-range right atrial (ra) pacing impedance measurement of greater than 3,000 ohms. This resulted in the respiratory rate trend sensor being disabled. Additionally, there was an atrial intrinsic amplitude out of range and observations of non-physiologic and fine baseline noise. Technical services discussed the sam algorithm and recommended an in-clinic evaluation. At this time, the system remains in service.